Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm background test error. No adverse effects were reported.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis. The device was received damaged with the tamper seal removed broken. Visual inspection showed all labels were still intact with no physical damage found. As a result of checking the log, it confirmed primary audible alarm background test. The primary audible alarm background test was unable to duplicated. Based on evidence and investigation, the complaint allegation was unable to determined. As a preventive measure, the speaker was replaced.